Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The exact event date is unknown however, it has been reported that the event took place sometime during the week of (B)(6) 2011. Device code 2547 relates to component code 758 for the reported event of clip failed to release from catheter. The device has been received for analysis; however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, they went to clip a bleeding ulcer and the clip failed to release from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire. The clip assembly was deployed and not returned. In addition, the over sheath and sheath grip were not returned with the device. The event that the clip failed to release from the catheter could not be confirmed, as the clip assembly was deployed and not returned. However, there was a kink in the control wire. The failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly separated from the bushing, but attached to the control wire via the tension breaker and yoke. Functionally, the prongs were not able to be opened as the clip assembly was detached from the bushing. However, when the control wire was actuated, the clip assembly deployed as designed. The oversheath was not returned with the device. The condition of the returned incident device was not consistent with the complaint that the clip failed to release from the delivery catheter. The evaluation revealed that the clip assembly released when the control wire was actuated. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, they went to clip a bleeding ulcer and the clip failed to release from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, they went to clip a bleeding ulcer and the clip failed to release from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.